Event description:
It was reported that the user received an occlusion alert with a reported blood glucose values around 300 mg/dl while using an ilet system with an inset infusion set (23-inch, 6 mm). The alert was resolved after completing a guided supply change; the event is consistent with an obstruction of insulin flow associated with the connector/coupler of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.